Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar, and hypotube were microscopically and visually inspected. Inspection revealed a partial separation of the distal shaft/collar, with collar damage (material folded into collar opening). Functional testing was attempted with a 4.0 stented balloon catheter. The tip of the stent device was loaded into the guidezilla collar, but due to the collar damage, the device could not advance into the guidezilla. Inspection of the remainder of the device found no other damage or defects.

Event description:
Reportable based on device analysis completed on 07-mar-2019. It was reported that the guidezilla deformed the stent. A 5-in-6 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla deformed the stent during advancement to the implant site. There was no patient complications reported. However, device analysis found the collar was partially separated.